Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was reportedly had an insulation damage. Additional information was received indicating that a conductor fracture was clearly observed near the pocket. This lead was surgically abandoned. No additional adverse patient effects were reported.